Event description:
Leakage from 3 to 4 cm above the cuff. Found 25 days after placement.

Manufacturer narrative:
The complaint of a leak is confirmed. Upon receipt of a partial tear in the catheter was identified and is at the distal end of the bifurcation site. A cross sectional view of the partial tear shows a jagged irregular and granular veneer. The break line is perpendicular with the central axis of the tubing. However, the exact mechanism of damage cannot be determined. Gross visual and microscopic examinations functional and actual testing shows no evidence of a defect or deformity related to the mfg process. The catheter was in place for approximately 25 days prior to the complaint incident. A chr of lot #reri0267 showed no other product complaints from the lot number.